Event description:
The pt's wife stated she could not keep or get the air out of the normal saline syringe she was using to flush his central venous catheter. Product was returned to us and replacement sent, wife was able to use replacement product without issue. Product was reviewed after its return, noted that after expelling air from syringe, the plunger slid back into the barrel when it was let go of. This allowed air to come back into the barrel of the syringe creating a risk for air embolism and infection. Flush central venous catheter. Route: intravenous. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.